Event description:
It was reported that an angio-seal was selected for use post diagnostic heart catheterization. The heart cath revealed an right coronary lesion that required intervention. The existing sheath was exchanged for a 6 f sheath. After the intervention, a femoral arteriogram showed a questionable femoral dissection in the right common femoral artery. After reviewing the angiogram, the physician determined the vessel to be suitable for angio-seal deployment. The 6f angio-seal was deployed without any complications and the pt was transferred to the holding area. Approx one and a half hours later, when the pt finished using the bed pan, a hematoma was noted. The nurse held pressure and hemostasis was achieved. The pt was transferred to the picu and discharged at a later time. The next day, the pt noted a baseball size lump in the right groin and went to the hosp emergency dept. An ultrasound showed a small pseudoaneurysm, which was treated with a femo-stop. The femo-stop was applied for 1 hour and a repeat ultrasound showed resolution of the pseudoaneurysm. The pt was monitored for another 2 hours and discharged. The pt had a hemoglobin of 11.9 and a hemocrit of 34.6. The pt's medications include plavix and aspirin (doses unk).

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instructions for use (IFU) cautions that a pseudoaneurysm is a possible risk associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed. The angio-seal device pt's info guide, which the pt is instructed to carry with them for 90 days states, some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced, the pt is to contact their physician immediately at the number listed on their pt info card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.